Manufacturer narrative:
Method: visual analysis; device history review, complaint history review, risk assessment. Result: manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. The visual inspection of the device showed that the pedicle was fractured at the tip. Conclusion: the plausible root cause of the event was determined to be -use error- excessive force applied to get through the resistance provided by an unsuitable angle resulting in the fracture of the device.

Event description:
It was reported that; surgeon marked his pedicles with pedicle markers. When they took a lateral x-ray to confirm the location we noticed the pedicle in l4 was broken off. He could not retrieve the broken tip from the pedicle and left it in the patient.

Event description:
It was reported that; surgeon marked his pedicles with pedicle markers. When they took a lateral x-ray to confirm the location we noticed the pedicle in l4 was broken off. He could not retrieve the broken tip from the pedicle and left it in the patient.